Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 166 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and no significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is frozen even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no frozen screen or button error alarm was noted. The device time and clock moved. The device had an unresponsive bolus express and esc buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners.